Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy, the tip fell off into the pt when the device was fired. It was removed. The surgeon indicated that he fired the first reload across the renal artery and was concerned when he did not get any resistance during the firing. He noticed the reload was extended from the distal tip and when he opened the device, the reload was loose. He had no issues opening the device. Surgeon then reloaded the same device and fired it three more times during the case with no problems and there was no pt consequence.